Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the interrogation prior to device change out for normal battery depletion, it was discovered that the safety switch had been triggered for the right atrial (ra) lead due to low out of range (oor) pacing impedance measurements. The safety switch was reset and the ra lead was tested through device and pacing system analyzer (psa) and yielded within range impedance measurements. During the device change out procedure, the device was explanted and the ra lead was surgically abandoned. No additional adverse patient effects were reported.